Event description:
Device 1 of 2. Ref MFR report #1627487-2013-00441. The pt ((B)(6)) is implanted with two dbs ipgs. It was reported that pt's right ipg flips in the pocket and is protruding. An appointment with the neurologist has been scheduled for further assessment. Since it is unk which ipg is the impacted device, reports for both are being submitted.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.